Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(6) the rail clamp was returned for investigation. One of the ball bearings and the release knob was missing. The other release knob was loose. This has contributed to the disengaging of the rail clamp from the ventilator carrier. The root cause has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the rail clamp mounted on the ventilator side rail fell apart. There was no patient involvement. (B)(4).